Event description:
The manufacturer received information alleging an issue related to a CPAP's device's sound abatement foam. There is report of breathlessness, headaches. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported wrong date in section b3 and g3. The sections b3 and g3 were updated with the date.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a CPAP's device's sound abatement foam. There is report of breathlessness, headaches. On the previously submitted report, sections b1, b2, h1, g2 were inadvertently not checked. The patient allegedly also had complaints of dizziness, nausea and heart palpitations. The patient did report medical intervention in the form of hospitalization. All corrections are updated on this report. On the previously submitted report, incorrect impact codes were entered, the patient did not suffer a life threatening illness or injury and no medication was prescribed.